Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device does not hold the attachments. Per service report, this complaint can be confirmed. During evaluation, it was observed that the locking system of the device was deformed. Further, the cable was found to be disconnected to handpieced body and the motor rotation was blocked due to rusted motor. The motor, cable and locking system were replaced to resolve the identified failures. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with motor is responsible for the corrosion observed. The rusted motor has a tendency to stick and not turn. Improper maintenance is the most probable root cause of the deformation of the locking system and disconnected cable. The deformed locking system and disconnected cable in turn would have caused the device not to function as intended by the customer, therefore are the root causes of the reported problem. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by affiliate via phone, that a hand pc tornado shaver did not hold the attachments. No surgical delay or patient consequence reported. No further information available.